Manufacturer narrative:
One of two units, from the same facility with the same malfunction and same lot information, was returned to invacare (B)(4) for a evaluation on september 14, 2016. Evaluation findings were: weld failed where the seat meets the frame, with the likely cause being the welds are of inconsistent application and quality. The unit was scrapped. Due to the units having the same lot information invacare (B)(4) was unable to determine which of the 2 units was returned.

Event description:
Dealer reported that the right side seat frame on a jazzstd rollator broke at the weld point.